Event description:
Blood was noted in the tubing after approx 5 days of therapy. Upon removal the iab was found to be entrapped due to a clot. The patient was sent to the o.r. For removal. No further therapy was needed, and the patient is in stable condition.